Event description:
The customer reported that their multiple patient receiver (org) was displaying intermittent comm loss for all telemetry devices.

Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) was displaying intermittent comm loss for all telemetry devices. The customer also reported that this issue appeared to be occurring throughout their facility. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the issue of intermittent signal loss was occurring after they had installed new machinery from a competitor. On-site support was sent to the customer's facility to resolve the issue. The on-site service report noted that division of wmts 608-614 was performed between nk and competitor devices. This indicates that the new machinery was causing interference with nk telemetry devices, causing intermittent signal loss. The root cause for the intermittent signal loss is wmts interference due to third-party products. As such, a CAPA is not warranted.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying intermittent intermittent comm loss for all telemetry devices. The customer also reported that this issue appears to be occurring throughout their facility. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying intermittent intermittent comm loss for all telemetry devices.